Event description:
During a laparoscopic hysterectomy procedure, upon removing the device the pt had adhesions and the surgeons had to manipulate and twist the device while removing it, and the tip broke off into the pt. Tip was retrieved usng grasper and removed through a larger device. There was no pt consequence.